Event description:
It was reported that the device was sent in for repair because ¿the button remains locked half the time.¿ during repair, it was discovered that a burn is observable between the two connectors.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that a burn is observable between the two connectors. After disassembly and reassembly of the handle, it pass the electrical tests. The burn trace may have been accentuated by the electrical tests. The locking system is slightly difficult to use. No defect was observed on its components. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). The origin of the defect on the locking system cannot be determined with absolute certainty because several origins are possible.